Event description:
It was reported that the patient experienced spasm requiring additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca) extending up to distal rca. The physician used a 1.50mm rotapro catheter device to treat the tight lesion. A spasm was then noted in the distal rca extending to the posterior descending (pda)/posterolateral (pla) bifurcation. Nitrates were given to the patient. Limited flow was noted and the physician decided to cover the affected area with a stent. A 3.00 x 48mm synergy xd was initially selected, but prior to inflation of this device normal flow was confirmed and the doctor decided to complete the procedure with a smaller 3.00 x 38 mm synergy xd.

Manufacturer narrative:
E1 initial reporter address: (B)(6).